Event description:
A customer reported an issue where the cartridge was not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who guided them through inspecting and cleaning the pump. They also assisted with filling a new cartridge and successfully completing the loading process, allowing the customer to resume insulin delivery.